Manufacturer narrative:
The investigation determined that the issue was caused by incomplete maintenance. The customer did not correctly reassemble nozzles after cleaning maintenance.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated a nozzle had not been put back on a system reagent bath on the cobas 6000 c (501) module after performing cleaning maintenance. The reporter then ran an unspecified number of patient samples for multiple unknown assays on the analyzer. At the end of the day, the customer noticed that controls were outside of range. Erroneous results for an unknown number of patient samples had been reported outside of the laboratory. The reporter was asked, but did not provide any specific patient data. No adverse events were alleged to have occurred with the patients. Lot numbers and expiration dates of involved reagents/electrodes were asked for, but not provided.